Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, lot#: 0206930466, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at a dose rate of 88 mcg rate via an implantable infusion pump for cerebral palsy. The dosing period was (B)(6) 2013 and ongoing. The implant date was (B)(6) 2013. There were no concomitant medications. It was reported that the patient¿s spasticity had increased a little recently ((B)(6) 2022), but the symptoms were not very noticeable. During the refill on (B)(6), the variability rate was 76% with the remaining calculated amount of 5.5 ml and the actual remaining amount of 15 ml, so a catheter test was performed this time. The catheter access port (cap) was punctured under fluoroscopy, but it could not be aspirated at all. A catheter occlusion was suspected. The catheter volume was 0.182 ml and 91 mcg of the drug was present in the catheter. The contrast agent had to be injected and the injection was administered, but it could not be pushed so it was given up on (B)(6) 2022. It was believed that the catheter was kinking near the anchor or connector, so a CT scan had to be performed and they transferred to the CT room. The contrast agent had to be injected and the injection was administered, but it could not be pushed so it was given up. Causal relationship of the event to the drug, pump, programming, and procedure were unrelated. Causal relationship of the event to the catheter was related. The outcome of the event was unknown. Additional information was later received from a foreign healthcare provider via a distributor on (B)(6) 2022. The 3d-CT result was confirmed. The catheter had fell from th7 to th8, and it was confirmed that the catheter was kinking at the connection with the anchor. As for the future direction, catheter replacement was being considered. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the foreign healthcare provider (hcp) via a distributor, on (B)(6) 2022. It was reported, that the patient's pump was previously replaced on (B)(6) 2019, but the catheter had not been replaced since (B)(6) 2013. As a future treatment, the hcp planned, a catheter replacement surgery for (B)(6) 2022. There were no other plans for catheter investigation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Catheter replacement surgery was performed on (B)(6) 2022. No other procedures were performed and the patient's spasticity improved without any problem. The outcome of the adverse event was "recovered." The attending physician's comment indicated "although it is unknown why the catheter fell from th7 to th8, since the tissue was entangled on the kinked portion of the catheter, it is assumed that the kink was caused by the tissue tangling in the loosened part of the anchor fixation part and the spinal cord side catheter for some reason."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter was discarded.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a distributor on (B)(6) 2022. It was clarified that the pump was implanted on (B)(6) 2020, (previously reported as 2019-jul-01). The outcome of the event was not recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.